Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The diameter of the proximal non-aneurysmal aortic neck measured 23-34mm. It is reported that the iliac vessels were tight. The pt has a history of hypertension. It was reported that the stent graft was successfully deployed, however, as the physician pulled the runners, the tension in the tight iliac caused the stent graft to be pulled down 5cm distally. Two aortic extension cuffs were placed to achieve a secure seal without an endoleak. It was reported that the cook sheath caused a mild dissection of the left iliac artery. The dissection was treated with a 8mm x 28mm bridge stent. The pt is reported to be fine post procedure and there was no additional adverse clinical sequelae reported related to this event. Further info is pending.